Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was reprogrammed. The rv lead then exhibited trending low impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.